Event description:
A report was received that one of the patient's leads showed high impedances . X-ray was taken and confirmed lead fracture. Th patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead; model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm; model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead. Additional information was received that the patient underwent a revision wherein the patient's two existing scs systems were explanted since the physician was planning for a product upgrade. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead; model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that one of the patient's leads showed high impedances . X-ray was taken and confirmed lead fracture. Th patient will undergo a lead revision.